Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and monarc were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent mastectomy and repair of incisional hernia due to cystocele. It was reported that patient underwent mesh removal and cystoscopy on (B)(6) 2011 due to erosion. No additional information was provided.

Manufacturer narrative:
(B)(4).a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that the patient died on (B)(6) 2016.

Manufacturer narrative:
Date sent to FDA: 7/21/2017 additional information. Additional patient codes: (B)(4)- urinary problems, bowel problems, recurrence additional narrative: it was reported that following insertion the patient experienced vaginal discharge, urinary problems, recurrence, bowel problems, and bleeding.